Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of two of peritoneal dialysis therapy. During troubleshooting, it was discovered that the supply line looked twisted and not fully connected. The technical service representative instructed the patient to setup with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the alarm was reported to be a loose connection between a supply line and supply bag. The cause for the loose connected could not be determined. Should additional relevant information become available, a supplemental report will be submitted.